Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the patient presented in-clinic. Upon investigation, the lead was unable to pace. The loss of pacing was suspected to be a lead manufacture problem. The lead was explanted and replaced. The patient was stable.